Event description:
It was reported that the battery of this implantable subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a battery depletion alert being displayed. The patient was hospitalized, and a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally and no battery alert has been displayed recently. Technical services requested for further evidence in case that a battery alert was observed. No changes have been performed this device remains in service. No further adverse patient effects were reported.